Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The information provided is limited to the article. The journal article states the issue that presented ¿is thought to occur in the early postoperative period, when the mesh and peritoneum have not yet fused, creating a gap in the preperitoneal space or prevesical space.¿ additionally stating ¿it is assumed that this condition tends to be more common in bilateral cases where a wider area of the prevesical space needs to be dissected.¿ adhesions and seroma are known inherent risks of surgery and are listed in the adverse reactions section of the instructions-for-use supplied with the device as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (on (B)(6) 2020) is provided as an estimate based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Per journal article: "a case of intestinal obstruction caused by intrusion of the small intestine into the peritoneal atresia gap after laparoscopic inguinal hernia repair." By authors tokyo masataka kagai, yasuhiro ito, mai fujioka, yuki horinouchi, reika yo, hirohisa harada. This article is a case report of 74-year-old male patient who underwent tapp for bilateral inguinal hernias around 2020 with 3dmax light meshes. On the 4th postoperative day patient visited emergency department with vomiting. Contrast-enhanced CT revealed intestinal obstruction and a difference in the caliber of the small intestine near the peritoneal closure in the left inguinal region with displaced bladder and a rectum x-ray showed contrast medium had leaked into the colon. Conservative treatment of an ileus tube was placed, and a laparoscopic surgery was performed on the 15th postoperative day. During surgery observed a gap in the left peritoneum where the small intestine inserted into the preperitoneal and prevesical space which became the origin of the obstruction. Adhesion of the small intestine to the mesh was removed and returned to the abdominal cavity. The mesh was not removed, and gap was closed with suture. A seroma was found in the left groin after the surgery and the ileus tube was removed before discharge. The author noted in the article that ¿this is thought to occur in the early postoperative period, when the mesh and peritoneum have not yet fused, creating a gap in the preperitoneal space or prevesical space. It is assumed that this condition tends to be more common in bilateral cases where a wider area of the prevesical space needs to be dissected¿ and ¿therefore, it is believed that intrusion into the small intestine can be prevented by suturing to include the normal peritoneum, adding a single ligature at both ends, and covering the peritoneum with the medial umbilical fold or omentum when the peritoneum is weak.¿